Manufacturer narrative:
As reported, patient had hematoma post usage of arista ah. Also reported that the residual arista was not irrigated after hemostasis was achieved. The adverse reaction section of the instructions-for-use supplied with the device identifies hematoma as a possible complication. The warning section of the IFU states, "once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration" and also states, "arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the arista ah (3g). An additional emdr was submitted to represent the arista ah (2x 1g). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was used with arista ah (3g + 1g (x2)) at the end of the licap flap procedure on (B)(6) 2024. It was reported that the surgeon did not irrigate the residual arista post hemostasis. As reported on (B)(6) 2024 & (B)(6) 2024, patient was readmitted to hospital, underwent ultrasound and was diagnosed with hematoma thereby had aspiration.